Event description:
It was reported that scheduled review of remote home monitoring data noted this cardiac resynchronization therapy defibrillator (crt-d) stored a false/positive pacemaker mediated tachycardia (pmt) episode due to oversensing of noise on the right ventricular (rv) lead. The oversensing resulted in less than one second of pacing inhibition. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.